Manufacturer narrative:
H3, h6: the device, used in treatment, has been received and evaluated. Visual inspection found no defects. The functional evaluation found no faults, the device works as expected. We have not been able to establish a relationship between the device and the event reported. Probable cause includes the devices inbuilt thermal protection, whilst charging. The IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. Medical review concluded: per e-mail communication there was no consequence for the patient due to the reported issue. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, no harm has been alleged. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device this investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the console stops randomly. The nurse must restart it manually while it is connected to the mains. The treatment was stopped with the console but there was no consequence for the patient.